Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the returned products confirmed the presence of a hair-like fiber in the seal area of 1 out of 20 sterile pouches. Fiber is approximately 22mm long and .10mm thick. Seal was fully attached. DHR was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet was considered non-conforming based on the evaluation of the returned product. Although the source and nature of the loose particle cannot be determined, it was located inside the sealed sterile pouch and therefore was introduced during manufacturing. The root cause of the reported event is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.